Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent repair of multiple abdominal wall incarcerated hernias. A bard/davol ventrio mesh patch (device #1) was implanted in patient during this repair. It is alleged by the....... On (B)(6) 2017: the patient underwent surgery to surgically fix a recurrent ventral incisional hernia with incarcerated omentum due to recurring pain where the ventrio mesh (device #1) was fixated. During this procedure, the surgeon implanted a bard/davol ventralex st hernia patch (device #2). On (B)(6) 2018: the patient underwent an open repair of a recurrent incarcerated ventral hernia with mesh, removal of old mesh from previous surgeries, and lysis of extensive intra-abdominal adhesions between the bowel and mesh. The surgeon made the following findings: ¿he was taken to the operating room and unfortunately found to have a conglomeration of mesh and adhesions and bowel wall mangled together under the incision. The procedure was very difficult to do. It was basically separating bowel from mesh without causing major injuries. ¿ the patient continues to experience complications and chronic pain related to the ventrio mesh (device #1) and ventralex st (device #2) and will likely require additional surgeries to repair the damage from (device #1 and device #2). The bard/ davol ventrio mesh (device #1) and the bard/davol ventralex st (device #2) implanted in patient failed to reasonably perform as intended. The bard/ davol ventrio (device #1) and the bard/davol ventralex st (device #2) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that device #1 and device #2 was initially intended to treat. The patient was caused to suffer, and did suffer, severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard/davol ventrio (device #1) and the bard/davol ventralex st (device #2).